Event description:
A healthcare professional (hcp) reported to resolve the lack of therapy for urinary symptoms the hcp stated after 4 days on 4 different programs with adequate lap, 1 program was chosen, pulse width 360, 21 hz frequency per medical affairs pub med search for retention.

Event description:
A healthcare professional (hcp) reported no impedances measurements were taken. The hcp noted the patient is not getting 50% relief and she has tried all reprogramming except cycling. Hcp noted the patient is feeling stimulation in the correct area and they have good lead placement. The hcp is looking for programming options for patients with retention/neurogenic bladder. It was noted the patient also has fecal incontinence and that has improvement since implant, the but patient still needs to cath multiple times per day. Additional information from a manufacturer representative (rep) reported they are not aware of the patient or the physician. The patient is implanted for gastrointestinal/pelvic floor. Information omitted about other patient as it is covered in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.